Manufacturer narrative:
(B)(4).

Event description:
The patient's spouse called paramedics who provided the patient with IV glucose and the patient recovered.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced chest tightness and syncope. The cgm was reading 59 mg/dl and the blood glucose reading was 30 mg/dl. The patient's spouse called paramedics who provided the patient with glucose via an undisclosed route and the patient recovered. At the time of the report, the patient's condition was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.